Event description:
It was reported the intraocular lens (iol) was explanted without complication 6 weeks after initial implant. The reason stated was the patient's dis-satisfaction with his vision. The original implant was replaced with a lower diopter lens of the same model. The surgeon stated there was no product defect or product complaint.

Manufacturer narrative:
The intraocular lens was received, the diopter measured correct as labeled 24.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is contained in this report.